Event description:
It was reported that the atrial lead was oversensing. The sensitivity was reprogrammed and the lead remains in use. The patient was enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).